Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation issue was confirmed. The difficulty removing could not be confirmed as it was based on case circumstances. Based on a visual dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation was unable to determine a definitive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. The armada 35 instruction for use states use 60% contrast diluted 1:1 with normal saline. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery with moderate calcification. A 5x40 mm armada percutaneous transluminal angioplasty (pta) catheter protective sheath/stylet was removed without resistance. The device was prepped (air aspiration) outside the anatomy prior to use. The armada was advanced without resistance toward the target lesion, the balloon was inflated once with the pressure maintained lower than rated burst pressure and the balloon failed to deflate. Negative pressure was held for more than 30 seconds to deflate the balloon but the device was removed inflated using force to withdraw it. An unspecified introducer sheath was removed to extract the balloon from the artery. The physician placed a surgical suture at the femoral artery to repair the access site and re-introduced an introducer sheath to continue the procedure. No issue after that. Another unspecified catheter was used to complete the procedure. There was no adverse patient effect. There was a clinically significant delay in the procedure for the surgical repair of the access site, but there was no adverse patient sequela and the delay was less than 30 minutes. It was suspected that the contrast mix was not diluted enough and may be the origin of the deflation issue. No additional information was provided.